Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
The customer contact reported, a leak of a chemotherapeutic agent. The tubing set was being used to delivery unspecified concentrations of doxorubicin and cyclophosphamide via a gemstar pump. After an unspecified length of time, it was reported that an unspecified amount of doxorubicin and cyclophosphamide leaked from the filter of the tubing set onto the pt. The pt cleaned up the solution that leaked according to the facility's protocol and notified the user facility. The nurse came to the pt's home with a replacement solution container and tubing set and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.